Manufacturer narrative:
The customer's analyzer serial number: (B)(4). The other laboratory's analyzer serial number was not provided. Single sample false reactive results may occur as the specificity of the test system is less than 100%. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys anti-hcv ii results for 1 patient sample on two cobas e 411 analyzers compared to a competitor test. On (B)(6) 2025, the customer tested the patient sample three times and the results were 1.03 coi, 1.05 coi, and 1.02 coi, all interpreted as positive. The customer questioned the positive results and sent the sample to another laboratory for testing. On (B)(6) 2025, the sample was tested at the second laboratory three times and the results were 1.03 coi, 0.997 coi, and 1.02 coi, all interpreted as positive. The sample was also tested using a fujirebio immunoblot test and the result was negative.